Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt375 14.5 diopter intraocular lens was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient was no happy with their vision and replaced with a zxt225 14.5 diopter lens. There was an incision enlargement performed, but there was no complication during surgery. There was also no vitrectomy performed and no sutures were used. The lens was discarded by the customer. No additional information was provided.